Manufacturer narrative:
The cause cannot be definitively determined. No product was returned for review. Device history records indicate MFR to specification.

Event description:
It is reported that the device was implanted in 1999. Post-op, the patient developed tibia osteolysis and inlay abrasion. Revision surgery is scheduled for 2007.